Event description:
The olympus (osh) field service engineer (fse) reported the following customer event, ¿to perform a gastroscopy on the patient, streaks appear at the bottom of the screen when the high-definition liquid crystal display (lcd) monitor was turned on¿. The customer finished the intended procedure using the same device. The procedure was not delayed more than 15 minutes and no patient injury was reported. The device was returned to the olympus repair center. The repair inspection identified there was no output under the serial digital interface (sdi) 1 channel due to a defective printed circuit board. This report is being submitted to capture no image output.

Manufacturer narrative:
The olympus repair inspection confirmed the customer¿s reported issue, bright colored horizontal stripes are at the bottom portion of the image. The image stripes are due to a defective lcd panel. Additionally, there was no output under sdi 1 channel due to a defective printed circuit board. The defective lcd panel and printed circuit board were replaced and the issues were resolved. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has no repair history in the past year. Based on the physical evaluation, power supply failure was due to a defective printed circuit board. However, the cause of the defective printed circuit board is unknown.

Manufacturer narrative:
This report is being supplemented to provide h6 codes that were inadvertently missed on the initial report. Olympus will continue to monitor field performance for this device.